Event description:
It was reported that the device had failed leakdown test. There was no patient involvement.

Manufacturer narrative:
Correction: common device name, manufacturer narrative(DHR). Additional information: imdrf annex a,b,c,d and g grid. A review of the device history record showed the device had a manufacture date of 11sep2014. The review was performed from the date of manufacture to the present date 28jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Correction: device manufacture date correction to remove the following codes in section h6 reported in error in the initial MDR: annex a: a08, a25, a0404. Annex g: g04037, g07001. Annex b: b11,b14. Annex c: c07, c19, c0706. Annex d: d14, d15.

Event description:
It was reported that the device had failed leakdown test. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11sep2014. The review was performed from the date of manufacture to the present date 12apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed leakdown test. There was no patient involvement.